Event description:
The hcp reported that the pt was an incomplete ambulating paraplegic who used a cane for a walking aide. Since 2006, the pt had required unspecified dosage increases. In 2007, a dosage increase of 5% was made. Five months later, the pt began experiencing unspecified withdrawal symptoms. The hcp stated that the pt had reported headaches, which were unusual for him. The hcp suggested an eye exam as the pt worked with a computer most of the day. The pt had also reported (date not reported) that at times his legs felt heavy, but he had attributed it to sleeping wrong. In the same month, the pt received an electric shock when he leaned on a stove with no shirt on. The pt stated that the shock from the stove felt like putting your tongue on a 9 volt battery. The pt felt that the pump got a shock and grounded out when he leaned against the stove. Three days later, the pt began having increased spasms (more than usual) and bladder spasms that caused spontaneous voiding. The pt took 50 mg of oral baclofen in a 6 hr span, which did help slightly. The pt also experienced pruritus and goose bumps that day. The next day, the pt was seen by the hcp, and stated he was experiencing a headache and increased spasms, but did not have a fever. The hcp ruled out a urinary tract infection and noxious stimuli. The hcp questioned whether the pt was experiencing baclofen withdrawal. The pump was "deprogrammed". The pt was started on oral baclofen at 80 mg daily. Two days later, the pt experienced symptoms of too much baclofen. He was much looser and a bit sleepy and tired, but could still walk. Two days after that, the pt's legs were too weak and he was not walking well. The pump was interrogated; the pump settings were normal and no alarms had been "set off". The pump was turned down 10% to 64.05 mcg/day and the oral baclofen was discontinued. An x-ray of the catheter in 2007, revealed the catheter to be intact and the tip to be at the same level. Eight days later, the pt had been stabilized, but it was felt that his dose could go down another 5%. They were planning to do further device testing. In 2008, a rotor study was done (date not reported) and the pump was working. The pt's dose was decreased by 10%. During a CT scan (date not reported), a bend in the catheter was questioned as they were unable to aspirate to instill the dye. Approx 2hrs after the CT scan, the pt had increased spasticity in his lower extremities. A team decision was made to replace the catheter even though both segments of the catheter showed good flow. The hcp was able to aspirate from the side port prior to the catheter revision. One week after the catheter revision the pt was reported to be stable and was doing better. No other interventions had been needed.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.